Event description:
The manufacturer was notified by a durable medical equipment (dme) supplier that a patient alleged she was hospitalized because her bi-level positive airway pressure (bipap) device did not provide sufficient flow. The duration of hospitalization or treatment required by the patient are unknown. The patient was given a replacement device. The manufacturer has received the bipap device for investigation. Upon completion of the investigation, the manufacturer will file a follow up report.

Manufacturer narrative:
The device has been received by the manufacturer and the evaluation is on-going.